Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, minimum fill notification occurred after filling multiple cartridges with 300 units of insulin. Blood glucose level was 223 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.